Event description:
It was reported that a file separated in the canal during a procedure. The doctor plans on filing the canal with the separated piece in place.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (through inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent implant of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable. The device was not returned for evaluation and the lot number was not provided for retained product testing and/or DHR review.